Event description:
Sterile gynecological laparoscopy pack: suture bag adhesion end attached to back table had a dead bug between the adhesive and the bag end. Information sent to cardinal representative. There was no harm to the patient.